Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment, severe post-implant pain, and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant pain does not represent a device malfunction. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The reported filter embedment and unable to retrieve could not be confirmed and could not be further clarified at this time. The date of implantation of device and attempted removal date are unknown at present time. The optease vena cava filter is indicated for retrieval up to 23 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment, severe post-implant pain, and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
The following additional information received per medical records indicates that the patient has a history of bilateral pulmonary embolism (pe). During the index procedure, the ivc was noted to be widely patent. The filter was deployed in the infrarenal ivc without any immediate complications. The patient tolerated the procedure well. During the attempt to remove the filter, the physician was only able to entrap 2/3 of the filter therefore the filter was re-deployed in the same location and the removal attempt was aborted. The vena cavagram confirmed the filter was free of clots, was unsatisfactory configuration and there was also no evidence of a leak in the ivc. According to the patient profile form (ppf), the filter perforated the ivc and migrated. Although the filter is reported to have migrated and perforated the ivc per the ppf, there is no evidence of this in the medical records available. The patient underwent the attempt to remove the filter percutaneously six months and twenty-eight days post implantation. The patient also reports to be suffering from mental anguish, anxiety and stress. A review of the manufacturing documentation associated with this lot (17156183) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The information received indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt, embedment, severe post-implant pain, and the filter is unable to be retrieved. The information provided also indicated that the filter perforated the ivc and migrated. Although the filter is reported to have migrated, there is no documentation of this in the medical records provided. The patient also reports to be experiencing mental anguish, anxiety and stress. The patient¿s medical history was not provided, however; the indication for the device implant was bilateral pulmonary embolism (pe). The device was implanted via the right common femoral vein and deployed in the infrarenal ivc without complications. The patient underwent the attempt to percutaneously remove the filter six months and twenty-eight days post implantation. During the attempt to remove the filter, the physician was only able to entrap 2/3 of the filter, the retrieval hook was noted to be adhered to the posterior wall of the ivc. Therefore, the filter was re-deployed in the same location and the removal attempt was aborted. The vena cavagram confirmed the filter was free of clots, was in satisfactory configuration and there was no evidence of a leak in the ivc. There were no reported complications associated with the procedure. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. The timing and mechanism of the tilt, migration and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported, tilt, migration, perforation and retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.